Manufacturer narrative:
H6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for biopsy during an unknown procedure performed on (B)(6) 2024. The anatomical location of the procedure is unknown. During the procedure, the clip detached. The clip prematurely deployed before attempting to engage the target tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2024. The anatomical location of the procedure is unknown. During the procedure, the clip detached. The clip prematurely deployed before attempting to engage the target tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.